Event description:
Constant back pain, low grade fevers, no immunity to flu, colds, viruses, etc., can't bend sideways, no movement to side, depression, frustration, no balance, miscellanious health problems, always feel like there is fluid and fever on back area where surgery was done.